Event description:
It was reported that 24 hours after insertion of the iab, the pump experienced helium loss alarms. As a result of this, the iab was removed. A replacement was not necessary since the pt's condition was stable. There were no pt complications.